Event description:
I am a (B)(6) lady who had a bladder sling put in on (B)(6) 2012. I was unable to urinate and (B)(6) months later I am still having bladder spasms, leaking, problems with intercourse (pain) and problems with my bladder. I wish I never had gotten it, because I have not healed and am constantly in pain.